Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: while using a re-sterilized endo retract, a black part on the shaft end was broken. Broken pieces fell into the cavity and were retrieved. The procedure was continued with a 2nd re-sterilized endo retract for a while, but surgeon concerned about using re-sterilized device and opened a new one. However, after about 15 minutes of use, surgeon noticed the new one was also broken. Broken pieces were retrieved, but it is possible some remains in cavity. Using other new device, the procedure was completed. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss. Three clinical samples, including a 2 re-sterilized one will be returned.

Manufacturer narrative:
(B)(4).